Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, post-paced t-wave oversensing was observed on the right ventricular channel. The issue was resolved through device reprogramming. The patient was stable and did not receive inadequate therapy.